Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed. The customer¿s blood glucose level was 6.5 mmol at the time of the incident. The customer was having issues with time and date resetting when changing batteries. The pump alarmed shortly after inserting a new battery and has experienced this multiple times. The customer was advised the insulin will need to be replaced.